Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. The cec determined that the relationship to the study device is possible, and the relationship to the study procedure is definitely related. Swmi medical safety assessed the event as possibly related to the study device and causal to the study procedure. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
This event was reported to shockwave via the pre-market forward cad ide clinical study. Three shockwave c2+ coronary intravascular lithotripsy (ivl) catheters and one shockwave javelin pre-market coronary ivl catheter were used to treat a severe calcified lesion in the left anterior descending artery (lad). This report pertains to the second c2+ catheter. Refer to (B)(6) for the first c2+ catheter (MDR#: 3015053858-2025-00124) and (B)(6) for the third c2+ catheter (MDR#: 3015053858-2025-00126). For the first c2+ catheter, 90 ivl pulses were successfully delivered at 4 atm before a balloon rupture occurred. A second c2+ catheter was used to deliver 120 ivl pulses at 4 atm. For the third c2+ catheter, 120 ivl pulses were successfully delivered at 4 atm. The last catheter used to treat the lesion was the pre-market javelin coronary ivl catheter which successfully delivered 120 pulses. There was no ivl malfunction reported for any of the other catheters used. A dissection was noted after the use of the second c2+ ivl catheter and was treated successfully by stenting. The clinical site determined that the dissection was not related to the ivl device and definite to the procedure. After the dissection was stented, a diagonal branch was jailed. The physician unsuccessfully attempted to rescue the jailed branch at the end of the procedure, right before using ivus. The clinical site determined that this event was not related to the ivl device and definite to the procedure. Hypotension was noted post procedure. The subject stayed overnight for observation with no intervention nor medication administered to treat the hypotension which was resolved the following day. The patient was then discharged a day after the index procedure. The clinical site determined that the hypotension was not related to the ivl device nor the procedure. At discharge, the subject's ckmb levels were 24.4 which was just over 3 times the normal limit. The clinical site determined that this event was not related to the ivl device and possible to the procedure. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was a non-q-wave mi attributable to the target vessel. They determined that the mi was possibly related to the study device and definitely related to the procedure. The film was reviewed, and they observed a side branch occlusion of the diagonal artery.